Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure of "broken cable". Failure analysis found that the tenaculum forceps had a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the instrument log for the product associated with this event shows that the tenaculum forceps instrument was last used on (B)(6) 2021 on system sk3187. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The alleged event occurred with 3 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had a broken cable. Failure analysis found the tenaculum forceps had a broken pitch cable with no evidence or claim of mishandling or misuse. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps had broken cables . The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the reported event. However, no further details have been obtained as of the date of this report.